Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/9/2021. Additional information: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: an empty opened foil and a needle/suture piece of product were received for evaluation. During the visual inspection of needle/suture piece, the swage and attachment area were noted to be as expected, marks were noted on the body needle by use of surgical instrument, the suture was noted with body fluids, damage in some barbs and the end was noted with marks and a cut that appears to be by use of surgical instrument. The other section of the suture was not received for evaluation. The condition of the sample received indicates an improper handling of the device. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? What is the lot number?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and barbed suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.